Manufacturer narrative:
A getinge field service technician investigated the device in question. According to the service report 43334151 dated on(B)(6)2020 the failure "b-temp error" could not be duplicated. The 701017188 battery pack was replaced as a precautionary measure. The rotaflow passed the functional check and safety test and was returned for clinical service. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.10 was reviewed on 2020-05-05 with the following outcome: the most possible root cause for the reported failure "b-temp error" could be determined as: overtemperature condition in the device, e.g.: * increased heat generation due to short circuits * defect battery * heat accumulation * heat generation due to motor blockage * device used out of specification * charging of battery the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow displays the error message "b temp error" during patient treatment. No patient was injured. Complaint ID: (B)(4).